Event description:
It was reported that, while in use on a patient, the 980 ventilator was not triggering when patient was making efforts and it generated circuit disconnect alarms. Although requested, information regarding the intervention taken on the behalf of the patient and the patient outcome has not been provided.